Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer is asking where the error might come from when device has power failure issue even if everything works correctly after a functional test. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device's indicator displays a flashing red cross, after an operating test, everything works correctly. An error appeared in the hardware logs: "(1:17) 18v therapy supply out of range, value =8.82". Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device's indicator displays a flashing red cross, after an operating test, everything works correctly. An error appeared in the hardware logs: "(1:17) 18v therapy supply out of range, value =8.82".